Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and require intervention. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had low blood glucose levels of 40 mg/dl while wearing the pod on the abdomen. The ambulance was called and went to the patient's house. The paramedics treated the patient with glucose drink. The patient refused further treatment.